Manufacturer narrative:
Exact date unknown, event occurred 3 months ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg had migrated causing pain at the waistline. The patient had a lidoderm patch.

Event description:
It was reported that the patients ipg had migrated causing pain at the waistline. The patient had a lidoderm patch. Additional information was received that the patient underwent a procedure wherein the ipg was relocated. The patient was doing well postoperatively.